Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom front teeth are hitting their top front teeth. They have also chipped a tooth because of this issue. Requested additional information for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.